Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided photo an external fluid leak was visible on one photo (drops on the head cap). The reported failure was confirmed. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment an external fluid leak was observed from the joint of the endcap of a theranova 400. There was no patient injury or medical intervention associated with this event. No additional information is available.